Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain (even when not menstruating)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included hernia since (B)(6) 2017 and morbid obesity. Concomitant products included ibuprofen (motrin) since 2009 and ibuprofen since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, even when not menstruating"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation"), headache ("worsening of her headache"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and abdominal pain ("severe abdominal cramping, even when not menstruating"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, menorrhagia, headache, dyspareunia and weight increased had not resolved and the vaginal haemorrhage, migraine, nausea, fatigue, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continued to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram on an unknown date: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Case upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.